Event description:
This procedure was performed in (B) (6): at a 6-month follow-up, it was judged by the site that there were no stent fractures seen at x-ray in the sfa. An independent evaluation was performed and elongation of the stent with a type ii fracture was found.